Event description:
A pt capillary sample was tested, using the suspect device, with a result of 537 mg/dl. Twelve mins later, a venous sample was reportedly obtained from the same pt and when tested in the facility's laboratory measured 239 mg/dl. Reporter was unable to provide any pt-specific info (diagnosis or treatment). At the time of the report, the suspect device had been removed from svc. Qc testing had reportedly been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suepect product and replacement product was shipped.